Event description:
The manufacturer was advised that at the end of a procedure on a male patient with a very calcified vessel, the sheath was being removed and was to be exchanged for a short sheath. The sheath was being removed over the wire without the dilator. The sheath tore in half and the distal portion of the sheath remained in the patient's artery. The patient was taken to surgery to remove the remaining portion of the sheath. There were no lasting effects due to this event.

Manufacturer narrative:
Patient: additional surgical procedure and removal of foreign body is not labeled. Device: separates is not specifically addressed in the IFU. Device was returned in a used and damaged condition. During visual examination, it was noted that the coil and shaft completely separated between the two sections of material; about 8 cm from the distal end (tip) with no evidence of elongation or material melt at separation. During investigation, a review of complaint history, review drawing, review of qc, review of trends and a visual inspection was performed. Per quality control specification, it is insured there is no coil separation or breakage and that the material is free from surface defects, bumps, bulges and protruding coils. It is also insured there is a good bond melt, if applicable. A visual inspection of the returned device revealed a clean break between the separated segments; with no evidence of elongation or good bond melt. With the addition of this complaint for this failure mode of bond separation and product, the risk remains at an acceptable level. Appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.